Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 846839) inserted. The report describes a case of medical device removal ("essure removal"). Medical conditions: she denied the use of hormonal manipulation to promote atrophic or proliferate endometrium prior to essure placement procedure. Previously administered products included for anti-inflammatory: naproxen 500mg. On (B)(6) 2011, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017, 5 years 5 months after insertion of fallopian tube occlusion insert, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery. Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: during essure insertion procedure, adequate visualization of the right and left tubal ostia was achieved. It was also reported that the insertion occurred without intercurrences or adverse events, and bilateral and successful placement of essure occurred on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 819 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Lt female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (batch no. 846839) inserted. The report describes a case of allergy to metals ("nickle allergy"), nasopharyngitis ("common cold"), menstruation irregular ("irregular menstrual cycle"), vitamin d deficiency ("vit d deficiency") and dry eye ("dry eyes both sides"). The occurrence of additional non-serious events is detailed below. Medical conditions: she denied the use of hormonal manipulation to promote atrophic or proliferate endometrium prior to essure placement procedure. No relevant medical conditions or concurrent conditions. Previously administered products included for anti-inflammatory: naproxen 500mg. On (B)(6) 2011, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, 5 months 3 days after insertion of fallopian tube occlusion insert, the subject experienced nasopharyngitis. In 2015, the subject experienced vitamin d deficiency, dry eye and seasonal allergy ("hayfever"). On (B)(6) 2015, the subject experienced menstruation irregular. In (B)(6) 2015, the subject experienced allergy to metals (seriousness criterion intervention required). The subject was treated with surgery (hystreroscopic and laparoscopic for medical device removal on (B)(6) 2017). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2012, the nasopharyngitis had resolved. At the time of the report, the vitamin d deficiency, dry eye, seasonal allergy, menstruation irregular and allergy to metals had not resolved. The investigator considered dry eye, nasopharyngitis, seasonal allergy and vitamin d deficiency to be unrelated to fallopian tube occlusion insert. The investigator considered allergy to metals and menstruation irregular to be related to fallopian tube occlusion insert. The reporter commented: during essure insertion procedure, adequate visualization of the right and left tubal ostia was achieved. It was also reported that the insertion occurred without intercurrences or adverse events, and bilateral and successful placement of essure occurred on both sides. Essure removed on patient's request. Possibly related to nickel allergy. Source documents from patient confirm that she has had always a nickel allergy, therefore it was most appropriate to conclude that nickel allergy contributed the most in the decision to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: 1. Allergy to metals: the analysis in the global safety database revealed 463 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: source documents from patient confirm that she has had always a nickel allergy, therefore it was most appropriate to conclude that nickel allergy contributed the most in the decision to have essure removed. Event nickel allergy was considered incident (due to removal) and event medical device removal was deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 846839) inserted. The report describes a case of allergy to metals ("nickle allergy"). Medical conditions: she denied the use of hormonal manipulation to promote atrophic or proliferate endometrium prior to essure placement procedure. No relevant medical conditions or concurrent conditions. Previously administered products included for anti-inflammatory: naproxen 500mg. On (B)(6) 2011, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced allergy to metals (seriousness criteria medically significant and intervention required). The subject was treated with surgery (hysteroscopic and laparoscopic procedure). Fallopian tube occlusion insert was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown. The investigator considered allergy to metals to be related to fallopian tube occlusion insert. The reporter commented: during essure insertion procedure, adequate visualization of the right and left tubal ostia was achieved. It was also reported that the insertion occurred without intercurrences or adverse events, and bilateral and successful placement of essure occurred on both sides. Essure removed on patient's request. Possibly related to nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals - the analysis in the global safety database revealed 415 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 10-may-2018: essure device removal questionnaire received. New event added: nickel allergy; event medical device removal deleted. Patient information details updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 08-007) had fallopian tube occlusion insert (batch no. 846839) inserted. The report describes a case of medical device removal ("medical device removal"). The occurrence of additional non-serious events is detailed below. Medical conditions: she denied the use of hormonal manipulation to promote atrophic or proliferate endometrium prior to essure placement procedure. No relevant medical conditions or concurrent conditions. Previously administered products included for anti-inflammatory: naproxen 500mg. On (B)(6) 2011, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, 5 months 3 days after insertion of fallopian tube occlusion insert, the subject experienced nasopharyngitis ("common cold"). In 2015, the subject experienced vitamin d deficiency ("vit d deficiency"), dry eye ("dry eyes both sides") and seasonal allergy ("hayfever"). On (B)(6) 2015, the subject experienced menstruation irregular ("irregular menstrual cycle"). In (B)(6) 2015, the subject experienced allergy to metals ("nickle allergy"). On an unknown date, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery (hystreroscopic and laparoscopic). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2012, the nasopharyngitis had resolved. At the time of the report, the medical device removal outcome was unknown and the vitamin d deficiency, dry eye, seasonal allergy, menstruation irregular and allergy to metals had not resolved. The investigator considered allergy to metals and menstruation irregular to be related to fallopian tube occlusion insert. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered dry eye, nasopharyngitis, seasonal allergy and vitamin d deficiency to be unrelated to fallopian tube occlusion insert. The reporter commented: during essure insertion procedure, adequate visualization of the right and left tubal ostia was achieved. It was also reported that the insertion occurred without intercurrences or adverse events, and bilateral and successful placement of essure occurred on both sides. Essure removed on patient's request. Possibly related to nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-05-2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 763 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-may-2018: new events added (hayfever, dry eyes both sides, vit d deficiency, irregular menstrual cycle, common cold and medical device removal). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 08007) had fallopian tube occlusion insert (batch no. 846839) inserted. The report describes a case of medical device removal ("medical device removal"). The occurrence of additional non-serious events is detailed below. Medical conditions: she denied the use of hormonal manipulation to promote atrophic or proliferate endometrium prior to essure placement procedure. No relevant medical conditions or concurrent conditions. Previously administered products included for anti-inflammatory: naproxen 500mg. On (B)(6) 2011, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, 5 months 3 days after insertion of fallopian tube occlusion insert, the subject experienced nasopharyngitis ("common cold"). In 2015, the subject experienced vitamin d deficiency ("vit d deficiency"), dry eye ("dry eyes both sides") and seasonal allergy ("hayfever"). On (B)(6) 2015, the subject experienced menstruation irregular ("irregular menstrual cycle"). In december 2015, the subject experienced allergy to metals ("nickle allergy"). On an unknown date, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery (hystreroscopic and laparoscopic). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2012, the nasopharyngitis had resolved. At the time of the report, the medical device removal outcome was unknown and the vitamin d deficiency, dry eye, seasonal allergy, menstruation irregular and allergy to metals had not resolved. The investigator considered allergy to metals and menstruation irregular to be related to fallopian tube occlusion insert. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The investigator considered dry eye, nasopharyngitis, seasonal allergy and vitamin d deficiency to be unrelated to fallopian tube occlusion insert. The reporter commented: during essure insertion procedure, adequate visualization of the right and left tubal ostia was achieved. It was also reported that the insertion occurred without intercurrences or adverse events, and bilateral and successful placement of essure occurred on both sides. Essure removed on patient's request. Possibly related to nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 755 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled: "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. 846839) inserted. The case describes the occurrence of medical device removal ("medical device removal"). Additional non-serious events are detailed below. Medical conditions: she denied the use of hormonal manipulation to promote atrophic or proliferate endometrium prior to essure placement procedure. No relevant medical conditions or concurrent conditions. Previously administered products included: naproxen for anti-inflammatory. As concurrent condition the report mentioned nickel allergy since 2015. On (B)(6) 2011, the subject had fallopian tube occlusion insert inserted. On (b)96) 2012, 155 days after fallopian tube occlusion insert insertion, she experienced nasopharyngitis ("common cold"). On (B)(6) 2015, she experienced menstruation irregular ("irregular menstrual cycle"). In 2015, she experienced vitamin d deficiency ("vit d deficiency"), dry eye ("dry eyes both sides") and seasonal allergy ("hayfever"). On (B)(6) 2017, she underwent medical device removal (seriousness criterion intervention required). Fallopian tube occlusion insert was removed the same day. The subject was treated with surgery (hystreroscopic and laparoscopic). On (B)(6) 2012, nasopharyngitis had resolved. At the time of the report, the menstruation irregular, vitamin d deficiency, dry eye and seasonal allergy had not resolved. The outcome of medical device removal was unknown. The investigator considered medical device removal and menstruation irregular to be related to fallopian tube occlusion insert administration but saw no causal relationship between nasopharyngitis, vitamin d deficiency, dry eye or seasonal allergy and fallopian tube occlusion insert. The reporter commented: during essure insertion procedure, adequate visualization of the right and left tubal ostia was achieved. It was also reported that the insertion occurred without intercurrences or adverse events, and bilateral and successful placement of essure occurred on both sides. Essure removed on patient's request. Possibly related to nickel allergy. Source documents from patient confirm that she has had always a nickel allergy, therefore it was most appropriate to conclude that nickel allergy contributed the most in the decision to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.074 kg/sqm. [Pregnancy test urine] on (B)(6) 2011: results: negative. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: unable to confirm complaint. The following amendment was made: after reconciliation review, the nickel allergy was captured as medical history and not an adverse event; 'medical device removal 'added and marked with 'intervention required'. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled: "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. 846839) inserted. The case describes the occurrence of medical device removal ("medical device removal"). Additional non-serious events are detailed below. Medical conditions: she denied the use of hormonal manipulation to promote atrophic or proliferate endometrium prior to essure placement procedure. No relevant medical conditions or concurrent conditions. Previously administered products included: naproxen for anti-inflammatory. As concurrent condition the report mentioned nickel allergy since 2015. On (B)(6) 2011, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, 155 days after fallopian tube occlusion insert insertion, she experienced nasopharyngitis ("common cold"). On (B)(6) 2015 she experienced menstruation irregular ("irregular menstrual cycle"). In 2015 she experienced vitamin d deficiency ("vit d deficiency"), dry eye ("dry eyes both sides") and seasonal allergy ("hayfever"). On (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). Fallopian tube occlusion insert was removed the same day. The subject was treated with surgery (hystreroscopic and laparoscopic). On (B)(6) 2012, nasopharyngitis had resolved. At the time of the report, the menstruation irregular, vitamin d deficiency, dry eye and seasonal allergy had not resolved. The outcome of medical device removal was unknown. The investigator considered medical device removal and menstruation irregular to be related to fallopian tube occlusion insert administration but saw no causal relationship between nasopharyngitis, vitamin d deficiency, dry eye or seasonal allergy and fallopian tube occlusion insert. The reporter commented: during essure insertion procedure, adequate visualization of the right and left tubal ostia was achieved. It was also reported that the insertion occurred without intercurrences or adverse events, and bilateral and successful placement of essure occurred on both sides. Essure removed on patient's request. Possibly related to nickel allergy. Source documents from patient confirm that she has had always a nickel allergy, therefore it was most appropriate to conclude that nickel allergy contributed the most in the decision to have essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.074 kg/sqm. [Pregnancy test urine] on (B)(6) 2011: results: negative lot number: 846839 manufacture date: (B)(6) 2011 expiration date: (B)(6) 2014. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.